Manufacturer narrative:
This report is being sent as part of a service record retrospective review that was self identified by haemonetics. The following parts were sent to customer biomed for repair: rotor assembly,blood/ac, label,blood pump, power supply, sl power, rohs. The suspect device/part was not returned to haemonetics, without physical sample provided for evaluation, the root cause cannot be determined.

Event description:
Haemonetics was notified that a customer reported that they replaced a bp rotor after 2 hrs got smoking smell, checked all boards are good but machine won't power on. There was no donor involvement.